Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, the coating from the insertion section was likely peeling due to stress applied to the device during use, external factors, or handling of the device. However, a definitive root cause could not be determined. In addition, during inspection and testing, service confirmed the device was leaking due to perforations in the rubber covering in the bending section. There was also a leak observed on the light guide connector and inside the light guide cover lens. The insertion tube was wrinkled and crushed due to external factors. The bending angulation was out of specification due to elongation of the angle wire. The light guide lens adhesive was peeling off, and the light guide connector was damaged due to external factors. The image guide bundle was stained and broken due to external factors. The rubber adhesive in the bending section was separated and chipped. The soft part of the insertion tube was damaged/cut. Several of the device components demonstrated scratches and wear. Per the legal manufacturer, these other issues found by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported there was leakage from the subject device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found the coating on the insertion tube was peeling. This report is being submitted for the malfunction found by service during the evaluation of the device (coating peeling).